Event description:
During the saphenous vein harvesting procedure, there was no insufflation flow through the unit. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The complaint is confirmed for loss of tunnel insufflation. When tested, the device's distal insufflation flow rate was below minimum specification.